Event description:
During an elective r elbow arthroscopy/arthrotomy, the grasper forcep broke. The broken piece was retrieved. No part of the broken instrument was left in the elbow. During arthrotomy, to remove loose body, it was necessary to use a magnet to retrieve foreign body (piece of instrument).